Event description:
The patient was implanted with a siltex saline mammary prosthesis on 11/18/94. Subsequently, the pt experienced a deflation of the device. Capsular contracture, and pain. The device was removed on 3/3/98.